Event description:
Inserting polyaxial screw into pt and the tip of the screwdriver broke off. Procedure completed with same / like product.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.